Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd legacy plus pump where it was reported that during infusion the pump alarmed with error code 1870 ('slow_charge_timeout') a total of five times since connecting that afternoon. Then the pump was powered off. It was also reported that the device had under-delivered. The medication was programmed at a rate at 2 ml per hour, the remaining volume was 90.9 ml, and volume given was 1.15 ml. This is a high-priority alarm that stops device operation and may result in an interruption of therapy, posing a potential risk to the patient. There was patient involvement, and no patient harm reported.